Event description:
Reporter initially indicated that pt was hospitalized for infection of the ncp device. Reporter later indicated that the pt's generator had migrated up to the collarbone and that a revision surgery was performed on 10/01. Following the revision surgery, the pt had a fever and was kept in the hosp on IV antibiotics 3 days. It was reported that the site was swollen and puffy during this time. At a follow up doctor visit 5 days later, the surgeon indicated that the site was healing well and that he believed that the swelling would go down. On 11/01, the pt's parents noticed that the swelling had increased and that the site was hot to the touch with some green drainage. The pt was seen in the emergency room and oral antibiotics were prescribed. It was reported that the swelling had decreased by the time the pt left the emergency room. At a follow up doctor visit 5 days later, the surgeon indicated again that the site was healing fine, that the swelling had decreased and there was no drainage. 14 days later, physician's office reported to MFR that there was no infection, but seroma had been diagnosed. Further follow up 6 days later revealed that the pt was not doing well. The pt had experienced 10 seizures on the day before and the generator site was reported as extremely swollen. Investigation to date has not revealed whether or not any cultures have been taken. Attempts to obtain add'l info have been unsuccessful.